Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient was admitted to the hospital with a diagnosis of bronchitis. On that day, prior to being taken to the hospital, the patient obtained a blood glucose level of 550 mg/dl and experienced the symptoms of severe thirst, frequent urination, lethargy and irritability. At that time, since (B)(6) 2013, the patient had not been on insulin pump therapy after repeated ¿call service¿ alarms issues. The patient corrected her blood glucose level with 50.0 units humalog insulin, and her admitting blood glucose level was 121 mg/dl. The patient was treated intravenously with insulin. After the pump call service alarm issue, the patient had not contacted her hcp for an alternate insulin delivery backup plan, and had been giving herself injections via a syringe. No troubleshooting of the pump was performed during the call to customer service, as the patient was not using the pump at the time of this event. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after she went to her backup insulin delivery plan due to a pump issue, and was hospitalized and treated with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.